Manufacturer narrative:
The lot number was not provided. A search for non-conformances associated with this part/lot number combination could not be conducted. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined.

Event description:
It was reported that stent-assisted coiling was performed on an a-com aneurysm. The lvis jr. Stent was placed across the neck of the aneurysm, jailing the duo microcatheter. Four (4) coils were subsequently implanted in the aneurysm without issue. During placement of the fifth coil, the microcatheter "kicked" out of the aneurysm. A slight perforation of the parent vessel wall opposite the aneurysm was identified. Heparin was reversed and a pipeline flow diverter was implanted within the lvis jr. Stent. The patient woke up "fine" and without any problems.